Event description:
It was reported that removal difficulty occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was implanted at nominal pressure to treat the target lesion. After the delivery system balloon was deflated for 10 seconds, the physician tried to retract the delivery system. Strong resistance was noticed, and force was applied. The forceful removal of the device caused the guide to disengage from its position. No patient complications were reported.